Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump would not power on despite placement on multiple charging pads that showed solid green charging indicators and use of different electrical outlets, consistent with a power or very low battery condition and nonfunctional device operation. Symptoms included no insulin delivery capability and inability to perform meal announcements. Outcomes included interruption of automated insulin therapy, need for backup therapy, and replacement of the pump. Investigation included review of user report, troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a suspected device power failure preventing activation. It was concluded that the cause an electrical or battery fault of the device.